Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01525. This report is being submitted as additional information. The referenced percutaneous lead repair performed on (B)(6) 2018 is covered under medwatch MFR report # 2916596-2018-00548. Approximate age of device - 5 years, 2 months. Manufacturer's investigation conclusion: no product was returned for evaluation. The reported pump stoppages were confirmed based on the evaluation of the submitted log file. Although a root cause for the events captured in the log file cannot be conclusively determined through this evaluation, they appear to be consistent with a potential compromise in the driveline. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient experienced two pump stoppages on (B)(6) 2018. The patient reported feeling slightly dizzy only for the time of the alarm. It was mentioned that a percutaneous lead repair had been previously performed on (B)(6) 2018 and the patient had been issued an ungrounded power module patient cable. The customer did not see any further trauma to the patient¿s driveline and the patient had not lost or gained weight. The manufacturer¿s technical service representative reviewed the submitted log file and observed two pump stoppages on (B)(6) 2018 at approximately 10:36am and 8:52pm. Both events occurred while the patient¿s vad system was connected to battery power. Prior to both pump stoppages, there was an elevation in power. The customer was informed that the pump stoppages possibly could have been caused by either something passing through the pump or due to a phase to phase short. Additional information was requested, but has not yet been provided.